Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump failing to inflate the device. The ipp pump was explanted and replaced with a new ipp pump. Following the procedure the device appeared to function properly.